Event description:
The device was used during a laparoscopic wedge resection. Reportedly, the device would not fire after reloading. No pt injury was reported. Used another device to finish the procedure.